Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Medwatch report number: (B)(4). It was reported that the monitor alarmed showing b1 battery failure. The alarm was silenced by the perfusionist. It cleared and reset but the decision was made to switch the patient to the backup pump. The patient had 18 seconds of asystole with no blood pressure during the pump exchange. Epinephrine was not needed as the patient recovered after the new pump was returned to speed.

Event description:
Medwatch report number: (B)(4).

Manufacturer narrative:
Section b5: medwatch report number was corrected. Manufacturer's investigation conclusion: the reported event of a b1 alarm was not confirmed. The centrimag motor (serial #: (B)(6) was not returned for analysis. Multiple good faith efforts were sent to retrieve additional information regarding if any products would be returning for evaluation; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual (rev. 11) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. 11) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. 11) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including b1 alarms. The device history records were reviewed for the centrimag motor (serial #: (B)(6) and the motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: MFR # 3003306248-2021-01088.